Event description:
It was reported that the patient heard tones went to the emergency room (ER). Interrogation of the device showed there was a lead integrity alert (lia), elevated short interval counts (sic) and high impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID d314drg implanted: 2013-(B)(6), 5076-45 implantable pacing lead implanted: 2004-(B)(6). (B)(4).